Event description:
"On or about (B)(6) 2009," an elevate system with intepro lite anterior and apical prolapse repair system was implanted to treat "pelvic organ prolapse and/or stress urinary incontinence." It was reported that "after, and as a result of the implantation of the pelvic mesh product," the pt suffered serious bodily injuries, including, but not limited to, extreme and chronic pain, erosion of her internal bodily tissue, worsening dyspareunia, recurrent incontinence, hardening and "other injuries." "On or about (B)(6) 2011," she "required additional surgery." Also reported were significant mental and physical pain and suffering, medical treatment, permanent injury and disability, and she has incurred medical expenses. Also, she has sustained and will continue to sustain the injuries and damages as described.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.